Event description:
A report was received that the patient's ipg randomly turned off and on, did not seem to match with the compliance voltage measurements, and had difficulty charging to a full bar. The patient also felt a burning sensation along the lead and pocket sites when charging. Database analysis was done and showed that the ipg was working as expected. The patient underwent a revision wherein the ipg was relocated and the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.